Event description:
It was reported by the rep that the (3) ax55b devices were used during a low anterior resection and abdominal peritoneal resection procedure. At the apprpriate time during the procedure, the surgeon placed the first instrument on the rectal stump, it appeared to fire properly but did not deliver staples. A second instrument was opened which was fired over a mayo stand to ensure that it fired staples. A third instrument was opened and fired over the rectal stump. The second and third instruments did properly deliver staples.